Event description:
New information received noted the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a lead revision due to noise. After surgery, the device was interrogated and showed elective replacement indicator. The battery voltage was high. The device was exposed to electrocautery during the surgery. The alert was cleared successfully. The device returned to normal function and remains implanted.